Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck in a reboot loop after the customer attempted a reboot. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. The user managed to dispense medication from another station. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15856051 was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device was stuck in a reboot loop after a reboot attempt and experienced intermittent shutdown due to power supply failure. A field service engineer replaced the power supply and verified all system functions. The system functioned as intended after the field service engineer repaired the device.